Manufacturer narrative:
H3 other text : device not yet returned to manufacturer.

Event description:
The manufacturer received information alleging a thermal event on a dreamstation auto CPAP device. The device and sd card was brought " to a hospital and it was analyzed as usual. The patient saw a doctor. When the patient started to use the device, the device main body grew hot and 'service required 041322-01520' was displayed. A part of the sd card melted. A replacement was done." There was no harm or injury reported. No further information was provided regarding specifics of who reported the issue, or if there has been any device evaluation findings. The device has not been returned to the manufacturer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.